Event description:
Migliore, federico, et al. (2024). "Left ventricular assist device in the presence of subcutaneous implantable cardioverter defibrillator: data from a multicenter experience." International journal of cardiology, https://doi.org/10.1016/j.ijcard.2024.131807 it was reported in the above journal article that in a study population which included 30 patients implanted with a left ventricular assist device (lvad) and a subcutaneous implantable cardioverter defibrillator (s-ICD) that electromagnetic interference (emi) occurred in 21 patients. Six patients experienced inappropriate shocks due to emi. No other adverse patient effects were reported. This journal article included data from the following accounts in the united states: montefiore-einstein center for heart and vascular care, montefiore medical center, albert einstein college of medicine at montefiore health system, bronx, ny, USA division of cardiology, department of medicine, the johns hopkins university school of medicine, baltimore, USA.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Migliore, federico, et al. (2024). "Left ventricular assist device in the presence of subcutaneous implantable cardioverter defibrillator: data from a multicenter experience." International journal of cardiology, https://doi.org/10.1016/j.ijcard.2024.131807 it was reported in the above journal article that in a study population which included 30 patients implanted with a left ventricular assist device (lvad) and a subcutaneous implantable cardioverter defibrillator (s-ICD) that electromagnetic interference (emi) occurred in 21 patients. Six patients experienced inappropriate shocks due to emi. No other adverse patient effects were reported.